Event description:
It was reported that during a da vinci-assisted surgical procedure the tip cover was tore at the front. The tip cover did not fall into the patient at all. The tip cover will not be returned.

Manufacturer narrative:
The tip cover will not be returned for evaluation.